Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has a blank display while the ventilator is running. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.

Manufacturer narrative:
No patient information has been provided by the customer. No parts returned to failure investigation therefore, the root cause of the reported issue could not be determined.